Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the patient has had the pump previously replaced for audio issue: the sounds are at a normal volume for the vibe pump, however patient states that the sounds on the vibe are not as loud as the dexcom standalone receiver and do not wake them during the night. Patient had an elevated blood glucose of 361 mg/dl with excess urination. Patient received no unusual treatment, and remains on the pump. Cts considers the excursion to be related to a unspecified training/misuse issue. The bg excursion does not meet animas criteria for a reportable event. This complaint is being reported as the audio tone issue was not resolved.